Event description:
It was reported that the device reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number c70a3 is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found.